Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 240 mg/dl and sensor reading was 40 mg/dl. Customer didn't even notice when the device went into threshold suspend as he was sleeping. Troubleshooting was performed and the device had been in for three days and 16 hours. Customer was advised how to properly calibrate the sensor. Troubleshooting wasn't completed as customer had to attend a personal matter. Customer was advised to call back. He is not returning the sensor for analysis.